Event description:
It was reported that approximately ten months post port device implant in the internal jugular vein, the patient allegedly experienced pain and CT examination revealed leakage near vascular insertion site and the catheter was noted to be damaged and was difficult to be removed. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were received for evaluation. Two images were provided for review. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fluid leak, fracture and the identified naturally worn, deformation issues, as a partial compound break was noted approximately 4.3cm from the proximal end of the second catheter segment and a second partial compound break was noted approximately 6.9cm from the proximal end of the second catheter segment. The edges of the first partial compound break has distinctly rounded and finely granular surfaces. And the second partial compound break has rounded and granular break surfaces. However, the investigation is inconclusive for the reported difficult to remove as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: b5, h6 (device, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However,images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post port device implant in the internal jugular vein, blood was unable to be aspirated. It was further reported that the patient experienced pain and CT examination revealed leakage near vascular insertion site and the catheter was noted to be damaged. The device was removed. The current status of the patient is unknown.